Event description:
The user received questionable free t4 results form the modular core analyzer serial number (B)(4) for one patient. Initial thyroid function tests were carried out on (B)(6) 2011. The free t4 result was 10 pmol/l. Following these results, the patient was started on thyroxine replacement. On (B)(6) 2011, she was on 150mcg of thyroxine. The patient was drawn at this time and the free t4 result was 23.0 pmol/l. The doctor did not believe the result fit the clinical picture so the sample was sent to another site to be tested on the delfia analyzer. From the delfia, the free t4 result was 33.5 pmol/l it was unknown if the patient was adversely affected. The user believes the results were incorrect due to interference in the patient sample.

Manufacturer narrative:
A specific root cause for the discrepancy in ft4 results was not identified. The ft4 results were confirmed to be within the reference range of the assay.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch report with patient identifier (B)(6).